Manufacturer narrative:
A follow-up report will be filed once the quality investigation is complete. Device discarded, photograph provided.

Event description:
It was reported that during a procedure, the t-loop broke. It was also reported that the procedure was completed successfully. No further information was provided.

Manufacturer narrative:
B5: updated event details. H3: photograph of device provided. H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the t-loop broke. It was also reported that the procedure was completed successfully. It was subsequently reported that there was no clinically significant delay and no adverse consequences as a result of this event.